Event description:
It was reported that during a follow-up, there was high impedance with sensing and capture difficulty in both unipolar and bipolar configurations. It was further reported that there was no output in either unipolar and bipolar detected after ipg explant while lead measurement was normal. No patient complications have been reported as a result of this event.